Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital on (B)(6) 2021 for a follow up. During device interrogation, the hospital intermittently lost electricity which caused the patient's pacemaker to enter backup vvi mode. The device was reprogrammed and the issue was resolved. The patient was stable.